Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during an unknown therapeutic procedure, their evis exera iii gastrointestinal videoscope had internal defects of the instrument channel and a foreign body which was stuck in the channel. The issue led to a 10 minute delay with no other adverse effects and no impact on the patient. The procedure was completed with another device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of foreign matter in the instrument channel was confirmed; the channel was confirmed to be obstructed. The following additional findings were also noted: assorted scratches, cracks, stains, leaks, peeling, and dents, worn adhesive, low angulation and control knob play, labels not properly affixed, and a hole on switch 1. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.